Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: director. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that tr band 2 deflated prematurely resulting in a zepher band being used. The event occurred in post-procedure. The registered nurse (rn) held pressure on the patient's radial artery as they removed the tr band and placed the zepher. The tr band deflated as they were pulling the patient into the bay. The patient was stable; however, had bleeding from the right radial artery. The blood loss was less than 250cc's. The outcome of the procedure was completed and good results. There was no patient injury/medical or surgical intervention required. Additional information was received on 24 may 2023: the amount of ml's of air injected into the tr band was unknown; however, it was around 12 to 15 ml's of air. The band started to deflate about fifteen (15) to twenty (20) minutes after the patient was in post-procedure holding. The procedure was a left heart catheterization via the right radial artery. There was no noticeable damage reported to the device. There was no manipulation prior to use. The band was stored in the white boxes provided on a shelf in the lab. The deflation was noticed almost immediately once the patient was brought out to the post-procedure are, approximately ten (10) minutes after the completion of the case.

Manufacturer narrative:
This report is being sent as follow-up # 1 to provide the device return date in section d9, to update section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One tr band 2 was returned for product evaluation. The returned sample included the band assembly and inflator. The sample was subject to visual analysis. No damage or deformities were noted on the band or inflator. There is 8ml of air left in the band. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the inflation tube to the balloon tab. The sample failed leak testing. The sample was placed under a microscope to get a look at the location of the leak. There is an incomplete weld around the inflation tube and balloon tab. The complaint can be confirmed for air leakage issues. The cause is an incomplete weld around the inflation tubing and balloon tab that causes a leak on one side of the tubing channel on the balloon tab. The operations quality engineer was notified, and a nonconformance (nc) was initiated for this issue. The nonconformance (nc:) will contain root cause analysis and corrective actions. A corrective and preventative action (CAPA) was initiated for the increase in air leakage issues. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazarad based risk table (hbrt).